Event description:
It was reported that the patient s ipg was depleting quickly. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.